Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Customer was able to deliver the remainder of the bolus. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.